Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Event description:
It was reported that there was battery depletion in 27 months and the device was at rrt (recommended replacement time). It was also reported that there was high lv (left ventricular) threshold. The device was explanted and replaced, and the lv lead was capped. No patient complications have been reported as a result of this event.